Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed a complete separation at the collar, with damage noted on the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
It was reported that the catheter was broken. The target lesion was located in the left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. After the procedure, as the guidezilla¿ was being pulled out from the non bsc guide catheter, it was noted that the guide catheter engaged in the ostium and the guidezilla broke into two parts. All parts of the device were removed from the patient's body. There were no patient complications reported and the patient's condition was stable.